Event description:
It was reported that after progressive failure of 9 channels, the doctors decided to wait a few months to observe the implant. Following telemetry measurements it was clear that the active electrode was failing and the implant was explanted. It was observed during surgery that the pt had an abnormal skull growth which had moved the implant up and rotated it anti-clockwise enough to damage the electrode array. The pt is suffering from a bone growth syndrome.